Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the distal end of the fiber/glass cap and the metal cap are detached and returned; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits severe detritus adhesion. Based on failure analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a surgical procedure at 714,105 joules of use, the "fiber stopped working, pulled it out, wiped off the tip and tip fell off". A second fiber was used to complete the procedure. Patient outcome: "no injury".